Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73j1600307 did not show issues related to the complaint. The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
The staples cannot be closed during use on patient. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the stapler was received with its trigger partially engaged. The staples appear to be properly aligned. No defects or anomalies were observed. The stapler was received with 19 staples left in the cartridge indicating that at least 16 staples were fired by the end user. (B)(4). Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was able to properly form and release. This was repeated with the same result. To simulate insertion into the skin, the stapler was fired into a foam pad. All three staples fired were able to engage and close into the foam. The remaining staples were fired from the stapler with no difficulty. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." Other remarks: a corrective action is not required at this time as there were no functional issues found with the returned stapler. The reported complaint of "clips failure to close" could not be confirmed based upon the sample received. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned stapler. No further action will be taken.

Event description:
The staples cannot be closed during use on patient. There was no patient injury.